Event description:
Breast surgeon dr. (B)(6) finally got approval for double radical mastectomy. Dr. (B)(6) (plastic surgeon) not available for approved surgery date, switched to dr. (B)(6) ("2nd best" plastic surgeon in state). Told dr. (B)(6) I did not want implants, I wanted "nipples on ribs" unless nipples had cancer and couldn't be salvaged. Woke up to implants I did not consent to, and now have ongoing pt as scar tissue is negatively impacting shoulder movement. Implants triggered a nearly 5 year "fibro flare", massive negative impacts on my life, prevented quality of life, and insurance made it almost impossible to get removed and repaired. Scar tissue under muscles, in armpits, and expanded to ribs is ongoing nightmare. Now waiting for a biopsy of a newly growing lump. Nerve damage was extensive. FDA safety report ID# (B)(4).